Event description:
Procedure performed: laparoscopic promontofixation event description: I have been informed today that last friday, (B)(6), a surgeon used our epix scissors on a laparoscopic promontofixation. At the beginning of the surgery, he mentioned that the scissors didn't cut. They placed them aside and took another one to continue the procedure. The device is available at the pharmacy department, but the lot number has not been identified. Intervention: change of device. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: laparoscopic promontofixation. Event description: I have been informed today that last friday, june 4, a surgeon used our epix scissors on a laparoscopic promontofixation. At the beginning of the surgery, he mentioned that the scissors didn't cut. They placed them aside and took another one to continue the procedure. The device is available at the pharmacy department, but the lot number has not been identified. Intervention: change of device. Patient status: no patient injury or illness occurred associated with the complaint event.